Event description:
Patient reported right side device rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "loss of shell integrity".

Event description:
Patient reported right side "loss of shell integrity from unknown cause". The device has been explanted.

Event description:
Patient reported right side "loss of shell integrity from unknown cause". Healthcare professional confirmed right side intracapsular rupture and reported "cystic formations of the right breast", which is not device-related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b3, b5, b6, h6, h11.